Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the infusion set and the cartridge became disconnected. Tandem technical support advised the customer to make sure the connection does not disconnect; customer acknowledged. There was no known impact to the customer's blood glucose.